Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 15450863/15413349, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection. Symptoms of wound dehiscence, drainage and painful ipg site were noted. The physician believed that the infection was device and procedure related. The patient was placed on intravenous antibiotics. The patient underwent an explant procedure and was doing well postoperatively.